Manufacturer narrative:
The incident occurred outside the united states (ous). Simens investigated an ous customer allegation of a discordant (falsely depressed) atellica im alpha fetoprotein (afp) lot 285 patient sample result. An initial result of 593 ng/ml was obtained (within the assay analytical measuring range (amr)). The result was reported and questioned by the physician because it conflicted with the patient's clinical history. The customer retested the sample by auto-dilution and the result (1,806,757 ng/ml) was greater than the amr and was considered correct. A corrected report was issued to the physician. There are no allegations of patient or user intervention or adverse health consequences due to the event. Siemens reviewed the complaint information and provided the customer with explanation regarding hook effect limitations for this assay. The concentration of the patient in question was as high as 1,806,757 ng/ml once diluted, therefore the neat value could read less than linearity representing hook effect. Per the instructions for use (IFU): "high-dose hook effect high afp concentrations can cause a paradoxical decrease in the rlus (high-dose hook effect). In this assay, patient samples with afp concentrations as high as 460,000 ng/ml (381,800 iu/ml) will report > 1,000.0 ng/ml (830.00 iu/ml)." The customer understood and declined any further troubleshooting assistance. The investigation confirmed that there is no product malfunction. A product issue was not identified, and the customer is operational. Note: this ous product (catalog number 110995441, as listed in d4 of this report) is associated with similar product in the united states: catalog number 11202257. Section g4 of this report lists the premarket approval (PMA)# p930036-s009 of this similar us product.

Event description:
The customer alleges a discordant (falsely depressed) atellica im alpha fetoprotein (afp) lot 285 patient sample result. An initial result was obtained that was within the assay analytical measuring range (amr). The result was reported and questioned by the physician because it conflicted with the patient's clinical history. The customer retested the sample by auto-dilution and the result was greater than the amr and was considered correct. A corrected report was issued to the physician. There are no allegations of patient or user intervention or adverse health consequences due to the event.